Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices: series a pat w/wr std 31 1, peg catalog #: 184704, lot #: 792970. Biomet cc cruciate tray 79mm, catalog #: 141235, lot #: 475040. Vngd ps open intl fem rt 75, catalog #: 183114, lot #: 488570. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ps poly post was broken. Patient stated turning over in bed and hearing a popping. Patient was revised midyear 2021.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: no product was returned; visual and dimensional evaluations could not be performed. Photographs provided confirms patella peg is fractured off the device. Review of device history records identified no deviations or anomalies during manufacturing. This device is used for treatment. No compatibility issues were noted. No medical records were provided. X-rays were provided but not sent for review. Poly is not visible on x-ray and would likely not enhance investigation. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.